Event description:
It was reported to philips that device displays an internal power supply problem during the self-test. Additional information has been requested. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by philips remote service engineer (rse) and clinical engineering personnel has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 indicating that there is an internal power supply issue. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The processor printer circuit assembly (pca), part number: 453564489071 with serial number, (B)(6) was returned to philips for failure analysis. The complaint was escalated for technical investigation and the results indicate the processor pca was fully evaluated and tested with no problems found. The pca was inspected and found to be in good visual condition. The processor pca under functional test was placed on the test fixture, and the fixture turned on with the dfm100 therapy knob set to monitor. The unit powered up normally and displayed all relevant waveforms including a black hourglass symbol in the rfu window. Three manual shocks were successfully delivered within spec. No fault was found with pca. The processor pca passed all lab testing. The allegation was not verified based on the information available and the testing conducted, this pca was returned with a supposed internal power supply problem. This was not verified in lab testing. The processor pca passed all tests and performed as expected. Therefore, there is no fault found (nff) with this processor pca based on the information available and results of additional analysis, no further action is necessary at this time. The data entered into this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The processor pca passed all tests and performed as expected. Therefore, there was a no fault found (nff) s\situation. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 indicating that the device has an internal power supply problem. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.